Event description:
It was reported that during the procedure, the subject coil detached prematurely inside the patient anatomy by pushing into the mav in another framing coil. A non-stryker microcatheter was introduced. A snare device was used as medical intervention to remove the subject coil from patient's anatomy. There was fifteen minute surgical delay. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to the event of main coil prematurely detached/separated during use.

Event description:
It was reported that during the procedure, the subject coil detached prematurely inside the patient anatomy by pushing into the mav in another framing coil. A non-stryker microcatheter was introduced. A snare device was used as medical intervention to remove the subject coil from patient's anatomy. There was fifteen minute surgical delay. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.